Event description:
It was reported that the pt underwent cervical fixation with sub laminar wiring at c1/c2. Sometime post-op, x-rays showed the titanium cable broke. Reportedly, fusion did not occur. The surgeon plans to do revision surgery.

Manufacturer narrative:
(B) (4): no product was returned for eval. Lateral flexion/extension c-spine x-rays showed sub-laminar wiring is broken behind c1. There was no significant canal impingement noted. There was no evidence of bone graft.